Event description:
It was reported that during an ankle instability surgery the anchor broke when being inserted. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-8934bcnf-1 batch 15200471 was received for investigation. Visual evaluation found that the anchor was broken at the transition with the screw's threads. Functional testing was not performed as the device was damaged. The most likely cause(s) for the reported failure can be attributed to user error, improper bone preparation, misaligned insertion, or excessive forces through leveraging/prying the device.